Manufacturer narrative:
.

Event description:
The customer reported the device has intermittent failure showing ECG error and locking up. The device was in use on a patient. There was no report of any adverse impact to any user or patient.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device has intermittent failure showing ECG error and locking up. There was no report of harm or patient safety concern in this case.